Event description:
The patient was admitted for osteomyelitis on (B)(6) 2024. He was getting IV antibiotics. On (B)(6) 2024 a PICC line was being placed. After placement, the patient began to complain of "burning in his belly" and within 30 seconds was complaining of global itching and burning. PICC secured to patient arm with tegaderm. The patient continued to decompensate, and then became unresponsive. He was intubated and taken to ICU. The daughter thinks the cause of this is the PICC nurse's fault. Once he was in ICU the PICC line was removed.